Event description:
Patient was being transported to cvicu (cardiovascular intensive care unit) with vasopressors infusing when the pump battery failed. Patient required medications to stabilize blood pressure.